Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with cracked case at the display window corner, cracked reservoir tube and lip, and broken belt clip slot, scratched screen, cracked battery tube threads, and broken belt clip slot.

Event description:
It was reported that the customer's insulin pump kept alarming while priming and insulin squirted out. Advised the caller that the insulin pump would be replaced. No further information was provided.